Event description:
Ten days after the surgery, burns had been noticed on the operated extremity when changing the dressing. "We do not know what exactly caused the burn".

Manufacturer narrative:
Unit was evaluated and no problems found. (B) (4).